Event description:
It was reported by the patient that the patient was experiencing pain at the implantable pulse generator (ipg) implant site when raising her arm. Redness, swelling, drainage or fever were not reported however the pain was constant and preventing sleep. Communication with the clinic revealed that the patient suspected that the ipg had "flipped." The device was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).